Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of 435 mg/dl, 240 mg/dl, 143mg/dl, 257 mg/dl and 140 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.